Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the following issue was observed on the device: ¿door broken at hinge. Sent to ce support for repair.¿ additional notes provided by the facility¿s clinical engineering support services include: "the unit came to sco with the door badly broken. The display board was also broken, as was the cable connecting the door to the bezel assembly. I replaced all three of those, and the bezel assembly came with a new membrane. Testing revealed that the upstream and downstream pressure sensors were not in the correct voltage range, so I replaced them as well. I recalibrated the unit and ran it through all of its pm tests without any further issues". Reported problem cause description: "incidental¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿